Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing and remains in use. The device delivered inappropriate therapy for an atrial arrhythmia with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.